Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope was not blowing air during inspection for use. This is not an MDR reportable event. The device was returned for inspection. Inspection and testing of the returned device revealed foreign material in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.